Manufacturer narrative:
H10: the actual device was not available; however, photographs of the sample were provided for evaluation. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three hours after starting treatment with a polyflux 170h, an external dialysate leak estimated at 700ml was observed from the dialysate port. There was patient involvement, but no adverse event reported. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.